Event description:
Surgipro mesh removed s/p open umbilical hernia repair on (B)(6) 2012. Abdomen (B)(6). Mesh appeared non adherent to the abdominal wall. Mesh was placed on the exterior. "Reinforced primary repair with interrupted figure of eight sutures of # o-prolene with an onlay type prosthesis above the fascia with simple poly propylene mesh." There were 2 prior procedures - umbilical and epigastric region with mesh done elsewhere. This repair was in between the others but not overlapping. Reason for use: reinforce primary repair.